Manufacturer narrative:
The reported events of r-wave amp variation, low pacing lead impedance and failure to capture were not confirmed. A complete lead was returned in one piece with helix found extended and clogged with blood. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead had exhibited decreased sensing, low pacing impedance, and loss of capture. The rv lead was explanted and replaced. The patient was discharged following the procedure.